Manufacturer narrative:
The catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that markers were "left in patient." There is reportedly no further information about the catheter. The patient was undergoing thrombolysis when the event occurred.